Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV, seroma and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture, capsular contracture baker grade IV, seroma and lymphadenopathy. Photo device analysis: visual analysis of the photographs identified an encapsulated device with pink biological tissue, labeled right side.

Event description:
Patient reported " capsular contracture - baker grade IV, seroma, reactively enlarged lymph nodes and rupture". Confirmed by ultrasound. Device has been explanted. This relates to the right side.